Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:06:26. During night drain cycle eight, the patient's ultrafiltration reading was 872ml, indicating the home patient (hp) drained 872ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.